Event description:
It was reported that the patient experienced a hypoglycemic event with a documented blood glucose of 68 mg/dl for approximately 10 minutes, which was treated with oral glucose tablets; the user was utilizing an infusion set described as inset 23", 6 mm. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment without medical intervention, hospitalization, or ketone testing. Investigation included troubleshooting and education regarding potential causes of low blood glucose and reinforcement to follow the care team¿s recommendations for hypoglycemia management. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.